Event description:
The facility reported a colleague infusion pump with failure code d:311:1545:50456 during biomedical testing. No pt injury or medical intervention was associated with this event. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 4:311:1545:50456 was confirmed in the device event history, but could not be duplicated. No repairs were necessary. The device was tested and returned to the customer within specification. The issue is currently being investigated.